Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during battery change procedure, the silicone sleeve on the connector of the right atrial lead was moving. It was suspected that this could be the cause of the noise that is sometime noted. The noise causes the device to mode switch but the patient had not received inappropriate therapy due to the noise. The lead remained implanted, active and connected to the new generator. There were no consequences to the patient prior, during or after the procedure.